Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2016, an aortic valve replacement was performed due to stenosis. This 21 mm sjm regent valve was placed, sutures were tied, and after the valve was rotated with the valve holder, as the surgeon was using a leaflet tester, one leaflet dislodged. The leaflet was removed from the lvot and the valve was removed and replaced with a 19 mm sorin mitroflow. Per report, the cross clamp time was prolonged by 90 minutes. The patient was discharged to home in stable condition.